Manufacturer narrative:
Pt was a new born. Clamp manual states: extra small 1.1 cm, newborn 1.3 cm, infant 1.45 cm, and child 1.6 cm. A 1.6 cm child size clamp seems rather large to be using on a 1 day old new born. Clamp has not been returned for evaluation. I spoke to several people at the hospital, however no one could tell me what was wrong with the clamp. Clamp manual states the following: warnings: prior to initiating the surgical procedure you must insure that expected clamping function has been properly achieved. Important: some bleeding may occur and/or some sutures may be required depending on the prescribed surgical technique. This clamp must never be used if component parts are damaged, missing, clearly worn or the assembled device does not perform as described. The hospital could not tell us the date code of the clamp involved. Therefore we cannot determine how old this clamp is. Gomco clamps have been in production since 1936.

Event description:
As reported: event desc: a 1.6 gomco clamp did not secure tightly, but it was not apparent until the clamp was further evaluated after the procedure. Arterial bleeding resulted from equipment failure. A 5.0 vicryl was placed around each vessel by attending physician. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.